Event description:
It was reported that the patient underwent a single level tlif using rhbmp-2/acs and interbody devices. It was discovered on routine CT 3 months post op that the patient has bone resorption. There were no patient symptoms or additional complications reported. No revision is planned.

Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.